Event description:
Per independent repair center statement, the unit had low o2 or yellow light, was alarming or red light, and was shutting down. The key failure was the 4 way valve not shifting and being contaminated.